Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error detected during normal use. Customer's blood glucose at time of incident was 114 mg/dl. The customer was explained a possible internal source battery error might occur. Customer confirmed that issued repeat every 4 hours. The customer was advised to disconnect from the device. The customer was advised to wait for the notification light to stop flashing, insert a new battery, clear the power alarm, update the pump's time and date as needed and the reservoir and tubing process not required. The customer was advised to monitor the pump.